Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data.

Event description:
It was reported that following a tumor ablation procedure, the patient presented to the hospital with worsening weakness, malaise, and congestion. The patient was then diagnosed with pneumonia and treated for the flu. The patient was prescribed 4 mg three times per day. Furthermore, it was reported that the patient died.